Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Device evaluation: the product was returned for evaluation. The plunger was observed in the advanced position. The cartridge was correctly engaged into the device. No assembly error related to the manufacturing process was observed. The lens was observed stuck at the cartridge tip. The push rod was seen to override the lens and protrude through to the side of the cartridge tip, creating a cartridge crack. The reported issue was verified. However, the condition observed is consistent with a unit that was handled and prepared for surgical use. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge split when forwarding the preloaded delivery system. There was no patient involvement/injury reported. During follow up, it was confirmed that the end/tip of the cartridge split as the surgeon was about to implant. The surgeon stopped once he saw the split to prevent patient injury. No additional information was provided to abbott medical optics.